Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in (device manufacture date)is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with phone (xiaomi redmi note 11s; android os: 11). A caregiver reported that the low glucose alarm did not trigger and therefore customer was not notified of changing glucose levels and experienced sweating and seizure, requiring treatment of sweets provided by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint. The user reported missing low alarms. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with phone xiaomi redmi note 11s; android os: 11, app version unknown. A caregiver reported that the low glucose alarm did not trigger and therefore customer was not notified of changing glucose levels and experienced sweating and seizure, requiring treatment of sweets provided by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An alarm issue was reported with the adc application in use with phone (xiaomi redmi note 11s; android os: 11). An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The low glucose threshold in the alarm settings was set to 100 mg/dl. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarm was successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with phone (xiaomi redmi note 11s; android os: 11). A caregiver reported that the low glucose alarm did not trigger and therefore customer was not notified of changing glucose levels and experienced sweating and seizure, requiring treatment of sweets provided by spouse. There was no report of death or permanent injury associated with this event.